Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke with a blood glucose level of 48 mg/dl. Customer consulted with health care provider and drank orange juice to treat bg level. Customer reported that the low level may have been due to over bolusing for a meal the night before. Customer also stated that she recently increased pump basal rate and decreased the correction factor two days prior. Customer's bg level at time of report was 127 mg/dl.